Event description:
It was reported that the central sterile staff identified broken central shaft in pinnacle greatbatch offset cup impactor, severe wear to curved broach handle, and damaged threads on center shaft of threaded stem impactors. The event did not happened during a surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the central sterile staff identified broken central shaft in pinnacle greatbatch offset cup impactor, severe wear to curved broach handle, and damaged threads on center shaft of threaded stem impactors. The event did not happened during a surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed impaction marks on the overall body of the corail2 anterior broach handle, including the lever of device. Additionally, the overall device surface had patterns of heavy usage. No sign of a stripped condition was identified on the device surface. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces (impactions), causing the material to overload/deform. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test performed revealed the lever loose. As signs of impactions were found on the lever surface too, it is reasonable to consider that this kind of damage had happen as a consequence of the unintended impactions, therefore, potential cause can be traced to a component failure. The overall complaint was confirmed as the observed condition of the corail2 anterior broach handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: correction: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.